Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cage was broken when the surgeon tried insertion into the l3/l 4 intervertebral space. The surgeon removed the broken cage and fragment. The hospital discarded the cage. No other adverse patient consequences reported. L4/l5 was succeeded during same procedure, and l3/l5 was completed using new cage.